Event description:
It was reported that the pt is experiencing pain in his right thigh and pain at the incision area. Pt is also reporting that he is experiencing minor pain in his groin area. Pt has had blood work for chromium testing (results pending) and MRI is scheduled for (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.